Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-01037 and 1225714-2014-01038.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-01039 and 1225714-2014-01040.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-01039 and 1225714-2014-01040. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a sudden cardiac event and expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.